Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the depth gauge was sticking and not sliding. The repair technician reported the tip was slightly bent, the protective sleeve was missing, and the device was sticking and binding. Binding is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: four depth gauges (part 319.006, lots 5254145, 7622326, 6430422, 4975338) were received for evaluation. The devices are severely worn with scratches and fading evident along the entire device. The hooked needle stems of the devices are not broken off but are bent. There is approximately 1.0-1.5mm of thread showing on the hooked needle. The device is calibrated correctly. The wear on the slider and body causes the device to not operate smoothly. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The cause for the complaint condition is likely due to wear over many years of use. This complaint is confirmed. The relevant drawings (manufactured/current) for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No service history review can be performed as part number 319.006 with lot number(s) 7622326 is a lot/batch controlled item. The manufacture date of this item is 14-mar-2014. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department reported that four (4) depth gauges did not slide and get stuck. An alternative depth gauge was used. This report is 2 of 4 for com-(B)(4).

Manufacturer narrative:
Part 319.006, lot 7622326: manufacturing location: (B)(6). Manufacturing date: march 14, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.